Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic sleeve gastrectomy, on the fundus, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. A new cartridge was used to complete the case. There was no patient injury.